Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that water tightness was lost due to a pinhole on the bending section cover caused by a handling issue. Upon further inspection, it was observed that there were foreign objects clogging the nozzle. This finding was due to insufficient cleaning of the scope or handling problem. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the light guide lens, control unit and objective lens had discoloration due to deterioration caused by chemical stress. It was also observed that the suction cylinder was shaved due to a handling issue. It was observed that the image has a partially dark area and decreased output of light due to a scratch on the objective lens. Lastly, scratches were observed on the following unit components due to external factors: plastic distal end cover, objective lens, forceps channel port, on the protector of the universal cord on the scope connector side, scope connector cover, switch box, connecting tube, switch 1, lock engagement knob, up and down knob, right and left knob, scope connector, universal cord, grip, control unit and on the lock engagement lever. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. It was unknown if the customer immersed the endoscope in detergent solution. It was unknown if the facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera gastrointestinal videoscope had an air leak. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. No identification of the material could be determined. Olympus will continue to monitor field performance for this device.